Event description:
It was reported that the patient had signs of sleepiness and episodes of unresponsiveness. The patient was in ICU. The physician wanted to stop the pump in order to find the cause of the patient's symptoms. They had also considered using oral baclofen. It was decided that the intrathecal pump should be turned down to the lowest possible rate in order to avoid baclofen withdrawal in the patient. There were no known programming changes that were done recently on the pump. It was stated that the outcome of the patient was unknown. Additional information has been requested, a follow-up report will be sent if additional information becomes available.